Event description:
It was reported that the bd micro-fine¿+ pro pen needle felt no resistance and could not turn the dial. The following information was provided by the initial reporter, translated from japanese to english:> upon injection, I pressed the button but felt no resistance and could not turn the dial.

Manufacturer narrative:
H6: investigation summary one open 32g x 4 mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. A functionality test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle felt no resistance and could not turn the dial. The following information was provided by the initial reporter, translated from japanese to english:> upon injection, I pressed the button but felt no resistance and could not turn the dial.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.